Manufacturer narrative:
November 24, 2015 03:38 pm (gmt-5:00) added by (B)(6): the customer provided pictures of the device. The rust is located on the spring arm at the joint with a cover, where cleaning solvents can penetrate and facilitate corrosion. The prismalix series operating manual includes some general instructions concerning cleaning. In particular it requests to "use a cloth to rinse with clean water in order to remove residues." Customer stated that they will sand and paint the arm until they can replace it.

Event description:
Customer sent e-mail to maquet and reported a rusty light. No mention of falling debris, nor injuries were reported. (B)(4).